Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat uterine procidentia and stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient cannot stand for long periods of time due to pelvic pressure. No additional information was provided.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01495. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and urinary incontinence.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced uterine prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urinary tract infection.